Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the needle tip was broken during interrupted suturing. The broken piece of needle was found and discarded. Another product was used for the patient. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products, device evaluated by MFR. Device evaluation summary: the actual device was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The needle exhibited amounts of intergranular failure. Additional information was provided: the needle was broken during interrupted suturing on the fascia [q. Had the tip of the needle been completely buried in the tissue and lost sight?]: the needle tip was not lost until it broke. [Q. How to find the needle tip]: the needle tip has not been found. But it was confirmed that the needle tip was not left in the body by x-ray examination during the operation. [The surgeon¿s opinion about the cause of the needle breakage]: it was caused by holding the needle tip with a needle holder. [Current status of the patient]: the condition is stable. There were no adverse consequences to the patient.